Event description:
The customer reported no image during set up / inspection for use (before patient in room) involving an olympus bronchovideoscope. During testing, the field service engineer identified that the device presented a blackout. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6). Date of event is unknown. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.